Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set had fluid flow with the twist clamp closed. The event occurred during an unknown process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to b5: the event occurred during use of the device for peritoneal dialysis therapy (previously submitted as during an unspecified process step). H10: the device was received for evaluation with a mini cap attached to the female connector. A visual inspection with the naked eye noted a missing lock notch (dent) on the white twist clamp. Functional testing including leak and clear passage testing were performed with no issues noted. During clamp function testing, the twist clamp closed off the silicone tubing, however the missing notch will not allow the twist clamp to lock closed. The reported condition was verified. The cause of the condition was due to the milling process of the twist sleeve during manufacturing. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.